Manufacturer narrative:
On (B)(6) 2016 customer follow up- it was reported that the customer experiences elevated bg levels. However, the exact values were not provided. The customer stated to believe the pump is not delivering insulin after about 100 u or less remain in the cartridge. The customer was not able to troubleshoot with tandem technical support at the time of the call. The customer declined tandem technical support follow up to troubleshoot. No additional information was provided. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced frustration with "delivery accuracy" and stated delivery becomes "occluded." This is not noted by the customer until blood glucose (bg) level becomes elevated above (400 mg/dl). The customer stated to be an ongoing issue. Multiple follow up attempts were made to troubleshoot with the customer including how bg level was addressed. However, no additional information was provided.